Manufacturer narrative:
The complaint notification associated with this device described that one axle screw has become loose. Based on the information provided, the user did not fall and there were no serious injuries sustained as a result of the failure. The evaluation of this specific device was conducted at the manufacturer's service center on march 16th, 2017. After evaluation, we found that one bolt in the posterior upper part is loose. An exact reason for this could not be determined . No fall or serious injury occurred due to this failure, but it could have led to patient injury if the malfunction were to recur.

Event description:
Knee joint was sent in for repair. Customer stated that one axle screw has loosen. Based on the information provided, the user did not fall and there were no serious injuries sustained as a result of the failure.